Event description:
It was reported that a patient presented at clinic for an implant procedure. During the procedure, it was discovered that the novel lead was unable to be implanted as it could not fixate to the myocardium. The lead was not implanted and the procedure was completed using an alternate lead on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of unable to implant was not confirmed by analysis. As received, a complete lead was returned for analysis. Final analysis found that the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were detected.